Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determined a cause for the reported leak/splash. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During preparation of the triclip, it was identified that there was saline leaking from the bottom of the flush port located on the back of the cds handle during the preparation of the device. Troubleshooting was preformed by replacing the 3-way stopcock, but the cds continued to leak. A new triclip was selected and implanted successfully during the procedure. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During preparation of the triclip, it was identified that there was saline leaking from the bottom of the flush port located on the back of the cds handle during the preparation of the device. Troubleshooting was preformed by replacing the 3-way stopcock, but the cds continued to leak. A new triclip was selected and implanted successfully during the procedure. The final tr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.